Event description:
The pt was on a radiant warmer. The rn at the pt's bedside was preparing for a portable xray test. The overhead radiant warmer compartment was unlatched to move to the side of the bed to allow xray machine to be placed over the pt's body. The rn noted a burning smell in the vicinity and noted smoke coming from the rear aspect of the overhead radiant warmer compartment. The unit was unplugged from the wall. The pt was immediately removed from the warmer and held in the nurse's arms. The unit was removed from the nursery. The biomedical department was contacted and came immediately to investigate. The pt was transferred to another radiant warmer. There was no injury to any pt or staff members.